Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. Prior to the index procedure, the patient presented with chest pain and shortness of breath. Angiography revealed a narrowing of the left anterior descending (lad) artery. A taxus express2 paclitaxel-eluting coronary stent 3.00x12mm was implanted in the left anterior descending (lad) artery. The patient was instructed to and did take plavix for at least eleven months post-procedure. Approximately 13 months post-procedure, the patient suffered a mi reportedly due to in-stent thrombosis of the lad at the previously placed taxus stent. The patient underwent cardiac catheterization and additional stenting to treat the event. No further patient complications were reported.